Event description:
Information was received, from a consumer. Regarding a patient, receiving an unknown drug via an implantable pump. The indication for use, was non-malignant pain. The patient reported, the communicator was not charging. Per the patient, the communicator has been "kind of touchy for a couple weeks, but it always works". When the patient plugs it in, they get the orange light. And up until today, they would get the green light and be able to get a bolus. But now they are only getting the orange and not the green light. An email was sent to the repair department for a replacement device, because the device won¿t charge. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 26-aug-2020, UDI#: (B)(4). H3. The communicator was received for analysis on 2024-apr-30. Analysis of the communicator found non-conformances. The device would not power on after charging for an hour and a half. The recharging circuitry was damaged. The connector was loose with a small rattling sound inside. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.